Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the battery of this subcutaneous implantable cardioverter defibrillator issued an alert for missing patient information. The device was reset. The device later issued the same error and a copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device was exhibiting accelerated battery depletion and a technical services consultant recommended device replacement. The device was later returned for analysis.

Event description:
This supplemental report is being filed to provide additional information regarding a product analysis finding. It was reported that the battery of this subcutaneous implantable cardioverter defibrillator issued an alert for missing patient information. The device was reset. The device later issued the same error and a copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device was exhibiting accelerated battery depletion and a technical services consultant recommended device replacement. The device was later returned for analysis.

Manufacturer narrative:
Analysis also found: review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator issued an alert for missing patient information. The device was reset. The device later issued the same error and a copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device was exhibiting accelerated battery depletion and a technical services consultant recommended device replacement. The device was later returned for analysis.